Event description:
It was reported that on (B)(6) 2022 the patient experienced atrial fibrillation with rapid ventricular response (rvr), an electrocardiogram was performed, and the patient was started on an amiodarone drip. As of (B)(6) 2022 the patient returned to sinus rhythm and is in stable condition. The arrhythmia did not result in clinical compromise nor was the arrhythmia thought to be device or therapy related. The patient had a history of non-sustained ventricular tachycardia and premature ventricular contractions as well as an ICD implanted on (B)(6) 2020. As of (B)(6) 2022, the patient was started on oral amiodarone, twice a day. Vest airway clearance, positive end-expiratory pressure (peep), and continuous positive airway pressure (CPAP) added due to chest x-rays showing interstitial edema, small pleural effusions and bibasilar atelectasis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2022 the patient experienced atrial fibrillation with rapid ventricular response (rvr). An electrocardiogram was performed, and the patient was started on an antiarrhythmic medication drip. On (B)(6) 2022, the patient returned to sinus rhythm and was in stable condition. The arrhythmia did not result in clinical compromise and was not thought to be device or therapy related. The patient had a history of non-sustained ventricular tachycardia and premature ventricular contractions, as well as an implantable cardioverter defibrillator (ICD) implanted prior to the lvas. On (B)(6) 2022, the patient had intermittent atrial fibrillation and was started on oral antiarrhythmic medication. The patient also experienced respiratory failure and was treated with vest airway clearance, positive expiratory pressure (pep), and positive airway pressure (pap) therapy due to a chest x-ray showing interstitial edema, small pleural effusions, and bibasilar atelectasis. The arrhythmia and respiratory failure events resolved without sequelae, and the patient was reportedly stable.

Manufacturer narrative:
Manufacture¿s investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), lists cardiac arrhythmia and respiratory failure as adverse events that may be associated with the use of the hm3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.